Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe ps1 and ps1 cable were evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported a communication failed error. The fe reported that the system locked up when this appeared and had to be rebooted to restore system functionality. There is no report of death or serious injury associated with the complaint.